Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the guardian contacted support after the ilet made false meal announcements, and per nursing guidance they were advised to perform a factory reset; support assisted the guardian in applying a limited access code to the ilet and documented the dexcom sensor code 5859. Symptoms included hypoglycemia with blood glucose in the 40s and no reported physical symptoms. Outcomes included a low blood glucose event that was corrected with oral glucose tablets without outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed a cause that remained unclear for the hypoglycemia, with device behavior involving false meal announcements noted but not confirmed as the root cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.